Manufacturer narrative:
The customer advised that the patient information for this event is not available. The ge healthcare depot technician replaced the electronic module to resolve the reported issue.

Event description:
During depot repair, it was noted that when the system was powered on for the first time a very strong smoke smell came for the electronic module. The switching board and the power supply board had multiple burnt capacitors causing the smoke smell. There was no report of patient injury.